Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hysterectomy, the surgeon inserted the trocar ad tip broken inside the patient facia skin. Surgeon was able to retrieved the broke piece. Surgeon had to make the incision larger but not more than 1 inch that causes tissue damaged in order to get the broken tip of trocar out of the patient. New trocar was used to complete the case. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the distal end of the obturator was disengaged and not returned. The trocar, circular seal, envelope seal and cannula appeared intact. Functional evaluation concluded the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged obturator tip may occur if the device is mishandled or handled roughly during application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Based on the evidence available the reported condition was confirmed. The file will be closed as handling rough. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.